Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and decreased sensing values. The patient experienced stimulation beats on the chest. The lead was successfully repositioned. The patient's medical condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.